Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and without the device to analyze, a cause for the reported leak/splash associated with loss of fluid column during device preparation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This will be filed to report a steerable guide catheter (sgc) leak. It was reported that during device prep of a mitraclip procedure, the sgc experienced a leak while inserting the dilator. Subsequently, the sgc was exchanged and the procedure was completed without further reported complication. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.